Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6), batch/lot number:19975931, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned. No further information could be obtained despite good faith efforts.